Event description:
This pt had a left total knee arthroplasty in 1997. Pt presents at this time with complaints of pain and decrease in the activities of daily living secondary to constant pain in the knee. X-rays shows loosening of the femoral component. It has migrated 5-6mm. Pt was admitted to this facility for a revision of the left total knee. All components were removed and replaced.